Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under-infusing. Event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. The device has not been previously returned for repair. Event log shows that a downstream occlusion alarm was present. Delivery accuracy test failed with no liquid dispensed. Occlusion test failed as no alarm was sounded during occlusion. Replaced camshaft, gears, expulsors and gaskets to resolve "under-infusing" issue. After replacement, delivery accuracy and occlusion test both passed. During inspection, found that the motor has reached its end of life. Also, the upstream occlusion (uso) downstream occlusion (dso) sensors were non-responsive. Replaced the motor, uso, dso sensors and seals. Updated software. Unit passed all functionality testing.